Event description:
A surgeon reported that during a glaucoma filtration shunt procedure, he experienced difficulty releasing the device from the delivery system. The surgeon managed to release the device, but he was not able to confirm drainage of aqueous humor. The device was removed adn a new device was implanted. The surgery was completed with no harm to the pt. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional info has been requested. (B)(4).